Manufacturer narrative:
A device history record review was carried out and no anomalies were found. Examination of the balloon showed that the central area of the balloon had ruptured.the cause of the reported complaint is undetermined.

Event description:
It was reported to boston scientific corporation in 2006, that a double lumen retrieval balloon was used during preparation for a procedure performed in 2006 (patient gender, age and weight unknown). According to the complainant, the "ballon burst at first inflation while testing prior to use." There was no patient involvement. The patient's condition was reported as "ok."